Manufacturer narrative:
Ethnicity - requested but not provided. UDI - requested but not provided. Implanted date: device was not implanted. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based on the evaluation of user facility information and evaluation of a retention sample from the reported product code/lot number combination. Visual inspection revealed no defects. Functional testing was conducted. Sheath activation and sheath deactivation force of the retention samples were evaluated using the tensile / compression equipment and confirmed to meet manufacturer specification. This shows that the safety needles can be activated with minimum force. Also, when activated, it cannot be easily detached from the sheath tooth. Prior to shipment, qc conducts outgoing visual inspection to assure all lots pass. There is no evidence that this event was related to a device defect or malfunction. Without the return of the actual device the exact cause cannot be definitely determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that the device was faulty and that the safety on it does not fully engage or click. One of the ma's received a needle stick as a result. The ma was stuck when she thought the safety was activated, but was not, and she was stuck on her thumb. The ma stated that they had to push very hard to get them activated. No medical intervention was required. They followed facility protocol for testing and patient was negative for infectious disease. The ma returned to work with no further issue. Patient received flu shot as intended and was not affected.